Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos, rtos, hard disk drive, sata cable and ups batteries were evaluated and replaced. The system software and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that they system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.